Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned cut into three pieces. A power and resolution test could not be performed due to extensive damage to the lens. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and was unable to improve vision. The iol was exchanged in a secondary procedure which was uneventful. Additional information has been requested.